Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion and creases fold. Leak test and microscopic analysis was performed which identified: two striated opening, non-penetrating nicks, observed void >1 mm in non-textured, valve-to shell-bond area and observed void on valve side out specification per qa199.06 (texture side). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated opening due to surgical damage consist in the use of some surgical tool. Void on valve texture side assessed as a workmanship.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient and healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Further investigation (fi) results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory the device was reviewed, and it was found a void in valve (vv) side out of specification per qa199.06, assessed as a workmanship, which is not related to the reported complaint. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issues with void in valve will continue to be monitored and a corrective action will take in the future if deemed appropriate.

Event description:
Patient and healthcare professional reported a left side deflation. Device was explanted..